Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 536 mg/dl. On (B)(6) 2022 the customer went to the emergency room (ER) and was subsequently hospitalized due to the elevated bg level and large ketones that a healthcare provider identified as life-threatening. The customer was treated with intravenous fluids of saline, insulin, and potassium. The treatment resolved the issue and there was no permanent damage. Customer was released on 9/10/22. Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on insulin labeling. The customer's health care provider verified that the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per user guide: ¿only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿